Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen became unresponsive and the customer was unable to interact with portions of the screen. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump without cgm.